Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sheath valve of the intra-aortic balloon (iab) is faulty and blood spouts of from the insertion site. Therefore a new catheter was successfully used. There was no patient death, serious injury or patient complication reported.

Event description:
It was reported that the sheath valve of the intra-aortic balloon (iab) is faulty and blood spouts of from the insertion site. Therefore a new catheter was successfully used. There was no patient death, serious injury or patient complication reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "valve of sheath is faulty" is confirmed. The sheath began leaking water from the hemostasis valve during functional testing. During inspection, the hemostasis valve seal was noted to have an enlarged dilator opening which caused the leak. The root cause of the seal leak is undetermined but a potential cause of the damaged seal could be a result of the dilator insertion. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.